Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) devices were functionally/visually inspected in the field. The devices were repaired and returned to use. (B)(4) device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the devices experienced brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
The device that was pending was evaluated and it was determined the device experienced brakes were difficult to engage/disengage, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 9 to 8.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced brakes cannot be engaged. There was no patient involvement.